Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during infusion. The reporter stated that the patient noticed a blood leak. When the nurse checked the set, they noticed that the tubing had come detached from the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.